Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set blockage event on (B)(6) 2026. The patient experienced blood glucose was high and treated with correction bolus via pump. The insertion site was abdomen. No further information available.